Event description:
It is reported that the customer "has experienced 4 times that the distal cuffs could not be inflated properly". Additional information received states that this occurred 4 times on 4 different patients during insertion. No lubricant was used. For each patient, the issue was resolved by removing the bronchial tube and inserting a new one. No patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint that 'the cuff is not fully inflating, and proper sealing cannot be obtained' could not be confirmed that based upon the sample received. A representative sample was returned for investigation. Bronchial tube was inflated using calibrated endotest for both clear and blue cuff. Both clear and blue cuff were able to inflate as per normal and product was able to maintain its pressure, it indicated no leakage on product. Based on the investigation, the defect mode on cuff leakage was not confirmed due to no abnormality was found during inflation test as product able to be inflated as per normal. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that the customer "has experienced 4 times that the distal cuffs could not be inflated properly". Additional information received states that this occurred 4 times on 4 different patients during insertion. No lubricant was used. For each patient, the issue was resolved by removing the bronchial tube and inserting a new one. No patient harm or injury.